Event description:
The motor of the handpiece was "running rough". Although no info of "debris under side panels" of handpiece was reported, manufacturer sent this device to outside lab for further investigation.